Event description:
A report was rec'd stating that during pt use, the clinician pulled the tracheostomy tube inflation line w/slight force and the middle of the inflation line tore. This resulted in a leak in the inflation line. No adverse effects to the pt were reported.

Manufacturer narrative:
MFR completed the entire form. Add'l MFR narrative: smiths med has rec'd the sample device. A full eval is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths med will file a f/u report detailing the results of the eval once it is completed.